Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user requested to return an ilet system after experiencing low glucose episodes reported at 45 mg/dl and concern that the device continued delivering insulin at a glucose of approximately 80 mg/dl; the user remained on therapy, had prior in-person training, and agreed to additional training and troubleshooting. Investigation included review of cgm data, education on the ilet return policy, confirmation of ongoing use, coordination with the healthcare provider, and offers to schedule additional user training. Investigation of this case revealed that the cause of hypoglycemia was unclear, no device alarms were reported, and user education and troubleshooting were completed without identifying a device malfunction. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.